Event description:
Customer's mother called because her son's blood glucose level rose to high several times and she had to take him to the doctor. He also had high ketones. She did not know exactly when this was and could not check in the pdm because her son had it at school. She did not document anything about when or how long or where he was wearing the pod. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.